Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted (B)(6) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(6) 2011 - original operative report and sticker sheet was received. Part/lot numbers were identified. The reason for revision is still unknown. Doi: (B)(6) 2008. Update: (B)(6) 2011- revision operative report was received. The reason for revision was identified. Patient was revised to address hip pain. The patient was noted to have a large pseudocapsule from the hip, consistent with a large amount of debris and reactive tissue.